Manufacturer narrative:
Two devices were returned for issues relating to cutting of suture during use. Both devices were visually evaluated via magnification for damage, and none was found. It was noted that both devices appear well used, as portions of the coating are missing. The device was functionally evaluated by loading a needle into the device and used to pass suture 10 times. The device functioned as intended. The failure mode could not be replicated. A review of the ncmr database did not find any issues associated with the manufacture of this lot. The failure mode is unconfirmed, and the root cause regarding the reported incident could not be determined. No additional action is required. (B)(4).

Event description:
It was reported that during a rotator cuff repair, the a surgeon experienced an unspecified functional failure. It was reported that the company representative thought was needle issue with the lot. It was reported that a back up device was used and the same the failure occurred. The physician cut suture and switched out. It was reported that there were no issues with the needles breaking, loading into the device or the action of using the device. The procedure was completed using competitors device. There was no patient harm reported.